Event description:
It was reported when using the bd vacutainer® edta 2k the stopper was found to be crack. The following information was provided by the initial reporter. The customer stated: "'during blood collection, blood was not transferred into the tube. When checking the product, the hcp found blood between the cap and the tube. The hcp then took off the cap and found that the stopper inside the cap was cracked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd japan received one actual sample and 7 photos were returned for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding was observed. Additionally, the customer samples were evaluated by visual examination by bd japan and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. See h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k the stopper was found to be crack. The following information was provided by the initial reporter. The customer stated: "'during blood collection, blood was not transferred into the tube. When checking the product, the hcp found blood between the cap and the tube. The hcp then took off the cap and found that the stopper inside the cap was cracked."